Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: (B)(6) 2023 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece was received loose in a bag with a glove. The complaint handpiece was inspected under magnification. The complaint handpiece was received with the plunger rod partially advance to the lens that was stuck in the cartridge. The lens module was inspected and showed traces of viscoelastic residue. The module was inspected for markings that would indicate improper plunger rod advancement and none were identified. A lens was found to be stuck in the cartridge tip and the tip was cracked where the lens was stuck. Viscoelastic residue was observed to be distributed throughout the length of the cartridge. The handpiece was disassembled, and the device assembly was inspected. No assembly issues were identified. Viscoelastic residue was identified below the lens module indicating an excessive amount of ovd/bss was used and may have contributed to the complaint issue. The lens was removed. The lens was cleaned and presented with a torn. Complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dcb00 model intraocular lens (iol) inserter cracked while in the patient's operative eye. When the doctor went to implant the iol, he saw that the tip was stressed, looked like it was going to crack. The doctor stated he has seen this before, so he decided to not fully advance the lens and use a new one. He fully the advanced the defected inserter outside the patients eye and the tip cracked. The doctor did this just to confirm what he thought was going to happen. There was no additional intervention required. Patient status post-procedure was reported as doing well. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable, as the cartridge/inserter is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge/inserter is not an implantable device. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.